Event description:
Customer received results of 72 mg/dl, 180s mg/dl, and 112 mg/dl within 10 minutes on the aviva system. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.